Event description:
Sorin group (B)(4) received a report that the s3 double head pump stopped and displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 double head pump stopped and displayed an error message during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s3 double head pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue. As the involved device was 17 years, it was decided not to proceed with a repair. The device was decommissioned. Based on the age of the device, it is possible that the suction capacity of the pump decreased due to aging and wear. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.